Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient had been having a lot of pain/discomfort in the lower legs/calf and feet that had gotten worse and worse over time. The patient inquired about MRI as a CT scan was not giving enough information. The implant was effective for controlling it, but it had gotten on top/over how high the patient could turn up the stimulator. A neurosurgeon told the patient that this could be a reaction to stimulation and suggested that they turn off stimulation for a month or so. The patient mentioned that they could turn up stimulation to 4/4.5 out of 10, but beyond that it started to freeze their muscles and the patient couldn't walk or move and it was painful. The patient inquired if different settings could eliminate this. The last time the patient's implant was worked on, they were told that two of the leads were impaired. They inquired about causes since the patient was told that they didn't know why. It was noted that this was in the (B)(6) of 2016. The lower legs/feet issues began in the (B)(6) of 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the system was broken and needed to be replaced. It was noted that when the system was implanted, the wires couldn't reach the leads. The patient was disabled at the moment because their pain level had skyrocketed as the system was broken.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, lot#: b0835496k, product type: lead. Correction: due to imdrf harmonization, conclusion code 92 and device code c62955 no longer apply to this report. Additional information received indicated that the patient only had one lead implanted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had the leads for about 10 years and the implantable neurostimulator (ins) for about seven years. Two years ago the patient's healthcare professional (hcp) started talking about impedance in the leads, but the patient did not notice pain at this time. Beginning in the fall of 2017, and over the winter the pain coverage fell apart which was when the hcp told the patient to turn stimulation off for a month. It was noted that the patient was trying to find out if there was any clinical benefit to turning stimulation off, and if the manufacturer had studied this. Since the patient turned off stimulation eight to nine days prior to (B)(6) 2018, they were in excruciating pain. Additional information was received from the patient via a manufacturer representative. It was reported that the patient was advised that the lead that was implanted had only 15 out of the 16 electrodes working on it. The patient's pain levels had been increasing over the past year.

Manufacturer narrative:
Upon review of additional information received, it was identified that this event was a duplicate of the one reported in manufacturer report # 3004209178-2018-27386. Any new information received related to this event will be submitted in manufacturer report # 3004209178-2018-27386. If information is provided in the future, a supplemental report will be issued.